Event description:
It was reported that during a lap chole procedure, the device misfired. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). Antibackup failure, malformed clip. Evaluation summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled, fed and formed 6 conforming clips, 4 malformed clips due to an antibackup failure, and one double fed incident due to the antibackup condition. No conclusion could be reached as to what may have caused the anti-backup failure. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.